Event description:
The customer reported that the device failed preventive maintenance (pm). Flow is too high. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
Analysis was performed by a philips remote service engineer (rse) who interviewed the customer and assisted with troubleshooting the unit. The customer confirmed the issue was replicated. The unit failed agent verification test during preventive maintenance (pm). The o2 sensor was replaced but did not calibrate the o2 sensor. They did not have the old o2 sensor's date code. The rse walked the customer through calibrating the o2 sensor. They recalled calibrated successfully, but the reading was high 228 ml. The expected tolerance per service guide is 200 ml. The water trap was replaced, and the reading was even higher 241 ml. They have a flow meter tsi 4100 and it is advised to use it with a filter. A senior tech advised the mr400 has a filter behind the water trap and that invivo does not require the flow meter to have its filter. The customer emailed back and advised once they took the filter off the flow meter and the readings were all in spec. Based on the information available in the case and provided by remote service personnel, the cause of the reported problem was confirmed to be a configuration issue. The alleged malfunction was confirmed. If additional information is received, the complaint file will be reopened for further investigation.